Event description:
It was reported that faradrive steerable sheath clear was selected for use. During the procedure when an attempt was made to puncture the skin with the faradrive steerable sheath clear, the dilator was noted to be damaged. The procedure was completed successfully with a different faradrive steerable sheath clear . No patient complication was reported. The device has been received at boston scientific's post market laboratory.

Manufacturer narrative:
Analysis of the returned dilator confirmed that the distal tip was damaged. According to the reported information, the dilator tip was observed to be damaged after an attempt to puncture the skin. Therefore, this dilator was unable to withstand insertion and sustained damage to the distal tip.

Event description:
It was reported that faradrive steerable sheath clear was selected for use. During the procedure when an attempt was made to puncture the skin with the faradrive steerable sheath clear, the dilator was noted to be damaged. The procedure was completed successfully with a different faradrive steerable sheath clear; no patient complication was reported. The device has been received at boston scientific's post market laboratory where it is awaiting analysis.